Manufacturer narrative:
The investigation concludes that higher than expected vitros na results were obtained from a single vitros performance verifier ii fluid tested on a vitros350 chemistry system. The assignable cause of this event could not be determined, however, an instrument issue is the most likely contributing factor based on improved performance after service. In addition, a vitros na+ reagent issue cannot be completely ruled out as a potentially contributing factor. Patient samples were not affected and there was no allegation of patient harm as a result of this event, however, the investigation could not conclude that patient samples would not be affected if the event was to recur undetected.

Event description:
The customer obtained higher than expected vitros na+ results from a single vitros performance verifier ii fluid tested on a vitros 350 chemistry system. Vitros pv ii na+ results of 165.3, 167.7, and 199.9 mmol/l vs. The expected result of 121.2 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. (B)(4).